Manufacturer narrative:
The reported events of lead noise and high capture threshold were confirmed. A complete lead was returned in three pieces. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal and distal regions. The cause of reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can and friction to another device or feature of patient anatomy.

Event description:
It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, the right ventricular (rv) lead had high capture threshold measurements and noise. The rv lead was removed and replaced in a scheduled explant procedure. The patient was in stable condition.